Event description:
Healthcare professional reported right side deflation and implant removal from textured to smooth due to the concerns of the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Laboratory analysis summary the device related to the reported event deflation, anxiety-product/procedure and particles in valve received on january 11, 2024, with lot number 1251540. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed 1 opening assessed as unidentified (tear) opening (shell thickness was within specification). ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ particles in valve: not observed. No additional observations are performed.

Event description:
Healthcare professional reported right side deflation and implant removal from textured to smooth due to the concerns of the product. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.